Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Unexpected return iui- corrosion door assy- hinge damage case rear- damaged/cracked unexpected return- 11/14/2019 11:31:12 crisleivy pena (crpena) there was no patient involvement not confirmed unit received unexpectedly no fedex tracking number please note: unit is not marked received/prcd until there was no patient involvement is confirmed for repairs and/or additional information is received/confirmed by customer